Manufacturer narrative:
Additional information was received which indicated that following surgical valve replacement, the patient was unable to be weaned off of the heart-lung machine. Per the physician, it was possible that the nose cone of the delivery catheter system (dcs) pulled the valve causing the dislodgement, however the cause was unknown. The relevant device is: product ID: envpro-16, lot # 0009565492, ubd: 2021-01-29, UDI #: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis could be performed. Conclusion: the device history records for both valves were reviewed. Both devices met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Dislodgement of valve resulting in coronary occlusion leading to death, is a potential hazardous situation associated with the use of the valve. Valve dislodgement can be affected by potential factors such as, tension applied on the delivery catheter system (dcs) during positioning, patient anatomy (e.g., tortuosity, calcification, compliance of the aorta and native vessels), and user technique. Valve dislodgement events are typically not related to a device malfunction. In this case, information was received to state it was possible that the nose cone of the dcs pulled the valve and caused the dislodgement. Dislodgement of the valve by the distal tip is related to operator technique or experience. The instructions for use (IFU) states for catheter removal, ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis.¿ no procedural images were provided so the root cause of the dislodgement could not be confirmed or conclusively determined. Hypotension, a known potential adverse event per the IFU, is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In this case, hypotension likely resulted from the coronary occlusion. Coronary occlusion is also a known potential risk per the IFU and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). According to the additional information received, the first valve was not snared into the ascending aorta prior to the implant of the second valve. When a second valve is implanted directly into the first valve, it can potentially result in a creation of a tube, similar to a covered stent, and obstruct coronary flow. However, without any angiographic records to review, the root cause of the coronary occlusion could not be conclusively determined. The most probable root cause for the valve dislodgement that eventually lead to coronary occlusion and patient death after the implant of the second valve, is related to user technique during dcs removal (interaction of the dcs nosecone and the valve). Based on the information received, there was no indication that a device failure or malfunction contributed to the event. Additionally, the explanted valves were not available for evaluation because they were discarded. It was reported that the nosecone of the dcs possibly pulled the valve out of position. Therefore, the most probable failure mode is user technique during dcs removal (interaction of the dcs nosecone and the valve) which may have contributed to the valve dislodgement resulting in coronary occlusion and subsequent patient death. The evolut pro ufmeca acknowledges the risk of the valve being inadvertently pulled out of the aortic annulus during dcs removal and risk control actions include special physician training. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI #: (B)(4). Product analysis: the devices were discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an annulus with a mean diameter of 21.6 millimeter (mm), on the first deployment attempt, the valve dislodged. On the second deployment attempt, the valve was positioned at 3 mm in the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was released. After the delivery catheter system (dcs) was removed, angiography revealed that the valve had dislodged out of the annulus. As both coronary ostia were visible, it was decided to implant a second valve. During deployment of the second valve below the first valve, blood pressure decreased. The valve was implanted. The blood pressure did not recover and angiography revealed that both coronary ostia were occluded. The patient was resuscitated and transferred to surgery. Subsequently, the patient expired. It was reported that the sinus of valsalva diameter was 27 mm. Additional information was received which indicated that both transcatheter valves were explanted and replaced surgically. Per the physician, the cause of death was coronary occlusion due to the valve-in-valve following dislodgement of the first valve.